Manufacturer narrative:
The material number has been updated. The corrected information is provided in this follow up report.

Event description:
Device moved from intended location: the material number has been updated. The corrected information is provided in this follow up report.

Event description:
Device moved from intended location